Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information has been requested but not provided at this time. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information provided there was no product performance issue. This pacemaker was explanted prophylactically. This pacemaker has been returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Another pacemaker was implanted to complete the procedure. Additional information provided there was no product performance issue. This pacemaker was explanted prophylactically. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.